Manufacturer narrative:
Due to characterization limit e1: event site name: (B)(6). A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported by the customer that during routine maintenance the cs300 intra-aortic balloon pump(iabp) device was showing battery maintenance required on screen. There was no patient involved.